Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total hysterectomy, it was found that the welding part between the surgical needle and coil of the absorbable sutures was disconnected. To resolved the issue, the surgeon immediately stopped using the device and a new suture with the same lot number and model was used. There was no patient injury.